Event description:
Customer reported low blood glucose while on her insulin pump. The initial reason for the call was that her infusion sets were not sticking. Customer declined troubleshooting for low blood glucose. Customer's blood glucose was 48 mg/dl. She took three sugar pills and by the end of the call, her blood glucose was 71 mg/dl. Customer also asked if she could refill her reservoir because it was only half full. She was advised to get a new reservoir. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.